Event description:
The customer stated that he opened a new carton containing 2 bottles of test strips and found the cap open on one of the bottles. He stated that his blood glucose readings had been higher than usual when he used the test strips from the open bottle. No adverse events were alleged. The test strips are to be returned for evaluation, as exposure to moisture can cause high test results. Replacement test strips were sent to the customer.